Manufacturer narrative:
Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. The customer alleged discrepant results generated for a cobas® sars-cov-2/influenza a/b assay. A customer from the united states alleged that they received a potential false negative result for the cobas® sars-cov-2/influenza a/b assay. The customer reported that a patient sample was run on two different analyzers on (B)(6) 2021 using the cobas® sars-cov-2/influenza a/b assay the sample was analyzed with the cobas liat system (s/n (B)(4)) that generated sars-cov-2 negative results, then analyzed with the cepheid analyzer that also generated sars-cov-2 negative results. The same patient was tested again on (B)(6) 2021 the sample was run on the cepheid analyzer that generated sars-cov-2 positive results. A recollected sample from the patient was rerun on both the cepheid and the cobas liat analyzers, the cepheid generated sars-cov-2 positive results and the cobas liat system (s/n (B)(4)) generated sars-cov-2 negative results. Patient sample was collected using nasopharyngeal swab and copan universal transport media (utm). This is not a recommended practice for sample collection. As per the method sheet, collect specimen using a sterile flocked swab with a synthetic tip according to applicable manufacturer instructions and/or standard collection technique using 3 ml of viral transport media or sterile 0.9% physiological saline. There was no allegation of harm to the patient. The results were not reported out to the patient and/or personnel treating the patient. The investigation to assess the customer allegation has not yet been completed.

Manufacturer narrative:
An investigation was performed on the reagent kit lot and no product problem was identified. Based on the information and data provided and the investigation performed there is no indication the product is not functioning as intended. Although a trend was identified for scfa lot 01130y, a systemic reagent issue with the lot has not been identified. There is not enough information to determine the cause of the discrepant results. It is possible the sample has a low titer, near the limit of detection (lod) for one or both of the tests. Another factor could be related to differences in the target regions and sensitivities for the liat and cepheid tests; liat targets the orf1ab region, while cepheid targets the e and n2 regions. Additionally, the customer is not able to provide post-amplification material from the cepheid test for sequencing. Therefore, a mutation in one or more of the target regions or false positive results on cepheid cannot be ruled out. No product problem related to the customer allegation was observed (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. The customer alleged discrepant results generated for a cobas® sars-cov-2/influenza a/b assay. A customer from the united states alleged that they received a potential false negative result for the cobas® sars-cov-2/influenza a/b assay. On 04/02/2021 patient sample was run on a cepheid analyzer and generated a negative result. On 04/07/2021 the same patient was tested again. The sample was run on a cepheid analyzer and generated a positive result for sars-cov-2. A new sample was collected and run on a cepheid analyzer and generated another positive result for sars-cov-2. The same recollected sample was then run on a liat analyzer and generated a negative result for sars-cov-2. The nasopharyngeal samples were collected with utm from copan (cat 306c) which is an approved collection media for this cobas liat assay. The physician is questioning the positive results on the cepheid, as the patient had covid in october and has been vaccinated. The results were not reported out to the patient and/or personnel treating the patient. No harm is alleged.

Manufacturer narrative:
Corrected information as the initial testing done on 04/02/2021 was only performed on the cepheid, not on both the cepheid and cobas liat. Also specified that the nasopharyngeal samples were collected with utm from copan (cat 306c) which is approved collection media for this cobas liat assay. (B)(4).